Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged pump error 25 on event date (B)(6) 2021. The insulin pump passed the displacement test, active current test, sleep current test and self test, however, damage was noted to the retainer ring. Successfully downloaded history files and traces using thus. Pump error 25 was found in the history download. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5volt for 240 consecutive minutes due to connector resistance electrical board 1. After disconnecting and reconnecting the internal lithium backup battery connector on electrical board 1, the insulin pump was monitored and functioned properly. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the motor flex cable and motor slide. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, damaged display window cover, cracked case - corner of belt clip rails and cracked retainer. Insulin pump error 25 confirmed due to a connector resistance issue with the j6 connector on electrical board 1. Moisture damage noted on motor flex cable and motor slide. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The customer had discontinue to use the device.